Event description:
The account stated the head up on the bed will go up really slow and if you let go of the head up button, the head will go right back down.

Manufacturer narrative:
The account replaced the head up valve to repair the bed.